Manufacturer narrative:
This follow-up MDR is being submitted to correct the event narrative provided in the initial report. During closure of the complaint record, a review of the original MDR identified that the b5 summary did not accurately reflect the source of the reported issue, which was a customer-stated concern documented by right way medical, rather than a confirmed finding. In addition, the original h11 narrative incorrectly described the event as an occlusion failure identified during servicing by a third-party service provider. Subsequent review confirmed that the reported concern was an allegation of the pump running faster than programmed (over-infusion), and that no occlusion failure occurred. The device was tested by right way medical, and the reported issue was not confirmed during testing. This correction MDR is submitted to clarify the nature of the reported concern and to accurately reflect the evaluation results.

Event description:
Intuvie was provided a service report from right way medical documenting a customer-stated allegation that the infusion pump was running faster than programmed.

Manufacturer narrative:
Intuvie received a report indicating that during a routine check, the infusion pump infused at a rate faster than programmed. A review of the device¿s serial number history revealed no prior similar complaints. The reported failure mode was not confirmed, and the probable cause remains undetermined. The occlusion failure was identified during servicing performed by a third-party service provider. CAPA- zm2023-07 has been initiated to investigate the failure. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that during a routine check, the infusion pump infused at a rate faster than programmed. No patient involvement was reported.